Event description:
The pt is pursing a product liability claim arising out of the use of the nexgen gsf lps-flex. It was reported by the pt's counsel that the pt, who also received a tm monoblock tibia and tm patella on (B)(6) 2006, had experienced pain. On (B)(6) 2011, the pt underwent an open arthrotomy procedure with open excision of the right knee lateral patellar facet fracture nonunion. Per plaintiff, no surgeon has advised the pt that she will require a revision.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was manufactured to spec. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.